Event description:
It was reported that during a percutaneous coronary intervention a ultra-thin diamond balloon (utd ruptured. The lesion being treated was shunt stenosis in subclavian vein. The short sheath (7fr. 11cm) was inserted and the guidewire crossed the lesion. The lesion in subclavian vein was dilated at 12 atmospheres with this utd balloon without problem. When the lesion in the brachial vein was attempted to be dilated, the balloon ruptured at 12 atmospheres. Completed the procedure with a utd 7x40mm balloon and xxl 14x40mm balloon. The physician noticed a circumferential tear. No patient injuries or complications were reported. The patient status is listed as good.